Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 262 mg/dl. Reportedly, the customer suspects the cause of the high bg level to be due to an underlying pump issue; however, reported blood glucose level was good at the time of the call. To address bg levels, the customer delivered a correction bolus. The customer stated that tandem technical support would be contacted should any issues occur, and would consult with health care provider regarding diabetes management.